Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-401, lot# drkn. Triathlon-prim tib baseplate usae mold #1434, cat# 5520-b-500, lot# sxcsa. Triathlon asymmetric x3 patella, cat# 5551-g-320, lot# b042. Triathlon femoral peg, modular distal fixation, cat# 5575-x-000, lot# syaey. It cannot be determined which, if any of these devices may have caused or contributed to the pt pain. An eval of the devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the right knee implant has no problems at all. The pt is having a lot of issues with her left knee implant. The entire knee is painful. She has swelling and cannot walk or ride in a car for very long. The doctor drew blood from the knee, but no infection was found. A scope was done to see if there is any scarring causing pain. The test did not reveal any scarring. The surgeon then advised that the pt had to wait a year for further assessment. The pt cannot participate in her regular activities with her family. She would like to know if any of her implants have been recalled."